Event description:
The recipient reportedly experienced facial paralysis and swelling in the suture area behind the pinna. The recipient recovered from facial paralysis following treatment. The recipient is currently under antibiotics.